Event description:
It was reported that the patient presented at the emergency room due to dizziness and syncope. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was in stable condition.